Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification, pre-dilatation was performed with an unspecified 1.5x8 mm unspecified balloon catheter at 12 and 14 atmosphere (atm). A 3.0x15 mm rx xience prime stent delivery system was advanced and the stent was deployed at 14 atm. Post-dilatation was performed with a 3.0x8 mm unspecified nc balloon catheter at 18 and 20 atm. Post implant, a distal edge dissection was noted and a 3.0x18 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.